Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet with a g7 sensor, with a nadir of 49 mg/dl during nighttime; the patient confirmed the low with a fingerstick and treated it with orange juice and graham crackers, and the device provided low and urgent low alerts. Symptoms included feeling unwell when glucose drops below range, though no acute effects were reported during this event. Outcomes included self-treatment without professional medical intervention, no need for assistance, and return of glucose to range within about one hour. Investigation included review of the reported event details, device alert behavior, and patient-reported verification testing. Investigation of this case revealed no device malfunction reported and a potential compression-related sensor reading was discussed, with the ilet and sensor continuing to function and alert appropriately. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.